Event description:
The pt is a contact lens fitter reported to have developed infiltrates after wearing lenses almost exclusively for about a yr. The clinical diagnosis was sterile infiltrate kerattitis. Treatment was to stop lens wear and to use over-the-counter rewetting drops as needed. The prognosis is the infiltrates are diminishing (eye is not painful). Follow-up evaluation will be necessary before the pt resumes wearing contact lenses. The pt has thrown away the lens, so co will not be able to evaluate the lens.